Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in the morning on august 9 (year not specified). The patient manages her diabetes with insulin (self adjuster); however, in response to the reported meter issue, the patient reportedly skipped her medication (victoza) at an unknown time and subsequently, six hours later, the patient allegedly developed symptoms of headache and cold sweats. The reporter denied the patient received any medical intervention/ treatment after the alleged issue began. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.